Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the helix would not move at all. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.